Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were returned to the manufacturer for analysis. Resolution confirmed on call.

Event description:
Medtronic received information regarding an imaging system outside of a procedure. There was no patient present. It was reported that there was an error initializing the collimator. The system was rebooted and the issue resolved.